Manufacturer narrative:
(B)(6). Review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma.

Event description:
On (B)(6) 2019, the patient underwent treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control (ctag-ac) , a conformable gore® tag® thoracic endoprostheses (ctag) and a 24fr gore® dryseal flex sheath. It was reported the sheath was inserted from the right femoral artery. During insertion, resistance was encountered. However, the sheath was advanced further and the ctag-ac was inserted into the sheath. When the physician attempted to place the ctag-ac just below the left subclavian artery, it slightly moved distally. No treatment was required for that. Then the ctag was placed in the distal side of the ctag-ac as planned. The stent graft placement was completed successfully. When the sheath was removed, it was observed that the right femoral artery of the puncture site was ruptured proximally. Vital signs were stable. The rupture site was sutured and repaired. The patient tolerated the procedure.